Event description:
It was reported that multiple of the same cartridge alarms occurred during the load sequence. The customer was able to successfully load a cartridge and resume insulin therapy however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. Customer reverted to an alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.